Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient comorbidities/concomitant medications? Product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Surgical findings of 09/16/2016 mesh excision surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2019 and the mesh was implanted. The patient experienced erosion. On (B)(6) 2016 the mesh exposure into patient's vagina was diagnosed. Initially this was treated conservatively, but subsequently had an excision of the exposed mesh on (B)(6) 2016. Additional information has been requested.